Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status, but it has not been obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced pericardial effusion. After an ablation procedure to treat atrial fibrillation using a versacross rf wire a pericardial effusion was observed. Pericardiocentesis was performed and 150cc of fluid was removed from the patient's epicardium. The patient's hospitalization was extended for an additional day. The patient was discharged. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced pericardial effusion. After an ablation procedure to treat atrial fibrillation using a versacross rf wire a pericardial effusion was observed. Pericardiocentesis was performed and 150cc of fluid was removed from the patient's epicardium. The patient's hospitalization was extended for an additional day. The patient was discharged. It is unknown if the device will be returned for analysis. It was further reported that the farawave catheter encountered resistance maneuvering in the left atrium (la) and was not moving fluidly, so a second transseptal puncture (tsp) was performed during the procedure. The first tsp was performed by a trainee and the second was performed by the primary physician. A therapeutic activated clotting time (act) was maintained during the procedure.